Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The investigation concluded that the blower test failure was most likely due to a degraded peep motor. The pneumatic block assembly which houses the peep motor was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete a peep blower test. There was no patient harm or serious injury reported as a result of this incident.